Event description:
Physician's note dated 9/16/92 states pt had capsular contracture following implantation of her implants. Pt was seen by the physician from 6/4/75 until a decision was made to do a bilateral open capsulotomy and exchange of implants.